Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review found lead integrity alert triggered with patient alerts for lead failure predictor between (B)(4) 2012 and (B)(4) 2012. Oversensing with ventricular non-sustained tachycardia (nst) less than equal to 210 ms between (B)(4) 2012 and (B)(4) 2012. Also lead failure predictor with high rate-ns less than equal to 217 ms average v-cycle between (B)(4) 2012 and (B)(4) 2012. Interference/noise with ventricular short interval count (v-sic) equaling 244.1 counts avg/day, in 6.94 days, between (B)(4) 2012 and (B)(4) 2012.

Event description:
It was reported that the evening after a device change out that the lead integrity alert triggered for the right ventricular (rv) lead oversensing. The rv lead also had high rv pacing impedance and sensing of noise. It was noted that during the device change out, no performance issue was observed related to the rv lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.